Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose readings, including a nadir of 39 mg/dl, and treated with oral carbohydrates (ensure, candy, crackers, and fruit), with glucose rising to 106 mg/dl during the call; the user reported an active day and had last treated shortly before contacting support. Symptoms included hypoglycemia. Outcomes included urgent low glucose alerts and low glucose events without hospitalization. Investigation included troubleshooting and education during the call. Investigation of this case revealed no device malfunction reported, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.